Event description:
Dealer alleges that the user destroyed the cable, they separated the wires from the plug on a vc5310 bed.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.